Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
MFR name: st jude medical crmd reliability laboratory; no complaint was received with return of the device. Failure (event) observed during analysis. Multiple external insulation abrasions were found between 39.8-49.8cm from the distal tip consistent with lead friction to ICD can. Externalized conductors due to interrnal insulation abrasion was found at 13.9-16.5cm from the distal tip. The etfe coating of the conductors were intact at these locations.